Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device. A total of four proglide device sutures were implanted. Reportedly, during implantation of two of the proglide devices, the sutures did not work. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a sheath separation and guide exit port damage. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that it is likely that aggressive downward or torsional pressure contributed to the separated sheath and damaged guidewire exit port. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.